Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction there the "channel a won't open" was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to a defective pump head module on channel a. The pump head module on channel a was replaced to correct this condition.

Event description:
The facility reported that a colleague infusion pump with "channel a won't open." This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4).the device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.